Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02351-1. Visual examination of the provided pictures identified that no damage was noted from the provided picture of the humeral bearing. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Operative and pathology reports were reviewed. Review of the available records identified the following: initial left reverse total shoulder arthroplasty on (B)(6) 2019, subsequently revised on (B)(6) 2021 due to pain and suspected implant fracture on imaging. During the revision inflammation found with no device fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02351. Medical products: item#: ti-115310, comp vrsdl glnspr 36mm ti; lot#: 171290. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the customer will not return product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left shoulder reverse arthroplasty for an unknown reason. Subsequently, the patient began having pain during activity and was revised approximately one (1) year and eight (8) months due to pain and imagining displaying a possible fracture of implant. During the revision inflammation found with no device fracture. The glenosphere and bearing was exchanged without complications.